Manufacturer narrative:
The result of the analysis confirmed the reported event of failure to start up. Visual inspection revealed no physical damage to the outer plastic housing of the transmitter and ac power adapter. Inspection of the ac power adapter revealed burn marks on the main pcb. The ac power adapter was most likely hit by high current flow through the ac electrical power and contributed to the event.

Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis. The transmitter was initially returned due to not powering up following a software upgrade. There were no reported adverse patient consequences related to the event.